Event description:
One hour into dialysis, the patient became symptomatic (c/o headache, hypotenstion). The patient was treated with normal saline and oxygen and completed treatment with no further complaints. Comparison of pre- and post-treatment weights indicated an excess fluid loss of 1.9kg. The machine was examined by the manufacturer's representative and the uf pump was found to be out of calibration, but not enough to cause all of the reported excess fluid loss. The machine was recalibrated, put back into service and no further problems were reported.